Event description:
It was reported that the pump touch screen was experiencing a pixel issue that rendered the pump unreadable. There was no adverse impact to customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.